Event description:
It was reported that the pump was dropped and multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was approximately 200 mg/dl. The customer reverted to manual injections for insulin therapy.